Event description:
During routine follow up, the pacemaker involved in this MDR report could not be interrogated; the programmer displayed the following message "pacemaker ID does not correspond to family - interrogation stopped". However, appropriate pacing was confirmed by ECG. An attempt to re-initialize completely the pacemaker was proposed to the physician through a switch to standby mode with a dedicated engineering software, and a re-initialization with the standard programmer software version.

Manufacturer narrative:
In 2008, this event concerns a device that was manufactured and used outside the united states. The analysis is pending.